Event description:
Pt called lfs in 2004 alleging the meter's display was frozen while attempting to test. The pt reported no high or low blood glucose symtpoms at the time of testing. Pt called medical professional for advice, no treatment was reported. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported.